Event description:
It was reported that the pressure was fluctuating during a case where a stryker smartpump was used and a stryker disposable tourniquet cuff. The possible harm associated with this event is blood loss and if this type of malfunction were to reoccur during a bier block procedure, it could pose the risk of systemic exposure to local anesthetic. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required. The procedure was completed successfully.

Event description:
It was reported that the pressure was fluctuating during a case where a stryker smartpump was used and a stryker disposable tourniquet cuff. The possible harm associated with this event is blood loss and if this type of malfunction were to reoccur during a bier block procedure, it could pose the risk of systemic exposure to local anesthetic. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required. The procedure was completed successfully.